Event description:
A nurse reported that a patient experienced hypoglycemia while using a surestep meter. Patient has been using ss meter since 1998. At 05:00am on 9/2001, nurse could not wake up patient. Patient's blood glucose was 124mg/dl on ss meter during the event. Paramedics were called and transferred patient to hospital. Patient's blood glucose was 30mg/dl on paramedics' meter. Patient was treated for hypoglycemia in ER and released. Patient's blood glucose in ER unknown. Treatment patient received at ER is unknown. No further information has been reported.